Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: implant is damaged, the shell is damaged

Event description:
Patient reported it was revealed during the ultrasound that "the implant is damaged, the shell is damaged". This relates to the right side. The device remains implanted.